Event description:
It was reported that the stockert read 38-39 degrees baseline and alarmed twice when the temperature on the anesthesia machine was 36 degrees c. The stockert displayed a hardware malfunction error message after the physician ablated for 30 seconds. The error message cleared once the stockert was rebooted and the physician was able to perform 6 more ablations. On the seventh ablation, the error appeared again, the physician turned off the device and the case was aborted. The ensite system and the ez-steer catheter were also used in the procedure. The procedure was an atrial flutter case with the patient was reported to have diabetes and pulmonary hypertension and was on general anesthesia. No patient consequences were reported. As of (B)(4) 2010, the procedure has not been rescheduled.

Manufacturer narrative:
(B)(4). It was reported that the stockert read 38 degrees and alarmed twice. The caller reset the system but returned the generator to the (B)(4) service center for analysis. The temperature or alarm issue could not be duplicated. A defective transistor was found on the nis board. The nis board was replaced and the ep cooler upgrade performed. Vrms was calibrated and preventative maintenance performed. Full functional and safety tests were performed and passed. The device history record was reviewed for the generator and it showed no manufacturing or service anomalies which relate to this complaint.

Manufacturer narrative:
(B)(4)investigation is still in progress and a supplemental will be submitted.